Event description:
It was reported that the patient was admitted on (B)(6) 2023 for a subarachnoid hemorrhage after a mechanical fall. The patient's anticoagulation was held for two weeks, and warfarin was restarted on (B)(6) 2023. The account reported that the patient had worsening right-sided heart failure symptoms with significant shortness of breath and an arterial po2 of 55 mmhg. The account was initially concerned for pump thrombosis and submitted log files. Log file analysis revealed low flow events on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 that did not appear to be related to any type of device issue. The account later reported that pump thrombus was not determined, the device was operating as intended, and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported mechanical fall with subsequent bleeding, as well as the reported right heart failure, could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed transient low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. Transient low flow hazard alarms were captured on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low-speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, "introduction", lists bleeding and right heart failure as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1. The IFU notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range as well as how to respond in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6)2023 for a subarachnoid hemorrhage after a fall. The patient's anticoagulation was held for two weeks. Warfarin was restarted on (B)(6)2023. Overnight the patient had worsening right sided heart failure symptoms with significant shortness of breath with an arterial po2 of 55 in the morning. The site is worried the patient may have a pump thrombosis.